Event description:
It was reported to boston scientific corporation that a genesys hta procerva procedure set was used during a hydrothermablation (hta) procedure on an unknown date. The patient age was reported to be over 18 years. According to the complainant, during a follow up visit a few weeks after the uterine ablation procedure had been completed, the physician observed an eschar on the lower half exterior surface of the cervix. The physician also reported the vagina as being ¿okay¿. It is unknown if any treatment was administered for the injury. Several additional attempts have been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.